Manufacturer narrative:
The system was serviced in the field and failed visual inspection. The uninterruptible power supply (ups) and the batter were swapped. Replacement of these parts resolved the issue. Other relevant device(s) are: product ID: 9735771, serial/lot #: (B)(4). Product ID: 9735788, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site's navigation system is having immediate shutdown issues even after battery replacement. The manufacturing representative was unable to perform a self test. There was no patient present when this issue was identified. It was reported that the main cart was plugged to known functioning outlet and the camera cart was disconnected from main cart when this occurred.

Manufacturer narrative:
H2 section g has been updated part return dates have been updated in d10 continuation of d11: pn: 9735771 lot number: 2010 pn: 9735788 lot number: 17380107 h3 both the battery and the ups for the camera cart were returned for analysis. It was noted that there was no fault in either device. The unit was bench tested, along with the accompanying battery, as well as, connected to a test system and no issues were observed. All outputs measured normal voltage and the power switch functioned, as intended. H6: 10,213,67 are associated with battery and ups return medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.